Manufacturer narrative:
The customer changed all the ise solutions and performed calibration, but the qc remained high. The field service engineer changed the ise tubing and performed calibration and qc that was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results from the cobas integra 400 plus analyzer. Patient 1 initial result was 121.2 and the result from a gem premier 3000 analyzer was 130.0. Patient 2 initial result was 127.6 and the result from a gem premier 3000 analyzer was 143.0. The unit of measure was requested but was not provided. The questionable results were not reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.